Event description:
It was reported through the attorney for the patient as a result of a legal claim, that allegedly, the patient received a hip system on (B)(6) 2008. It was further alleged that, the patient underwent an acetabular revision on (B)(6) 2009 due to hip pain secondary to cup displacement and pelvic fracture."

Manufacturer narrative:
The information on this per was provided by stryker orthopaedics' legal affairs department. No additional information is available at this time. As per information received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up information may be obtained by the legal affairs as it becomes available.